Manufacturer narrative:
Additional manufacturer narrative: b3 date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the patient had originally been implanted with an artificial urinary sphincter (aus) device to treat urinary incontinence that began after having a radical prostatectomy. 15 days ago the patient presented with urinary incontinence with small efforts. He is now needing to use 2 to 3 pads per day. An ultrasound of the abdomen showed the balloon was empty. The balloon previously had 25ml of fluid and now has 7ml of fluid indicating there is a fluid leak from somewhere in the system. The aus was later explanted on an unspecified date.

Event description:
It was reported that the patient had originally been implanted with an artificial urinary sphincter (aus) device to treat urinary incontinence that began after having a radical prostatectomy. 15 days ago the patient presented with urinary incontinence with small efforts. He is now needing to use 2 to 3 pads per day. An ultrasound of the abdomen showed the balloon was empty. The balloon previously had 25ml of fluid and now has 7ml of fluid indicating there is a fluid leak from somewhere in the system. The aus was later explanted on an unspecified date.

Manufacturer narrative:
Upon receipt of the pump and balloon at our quality assurance laboratory, the returned components were thoroughly analyzed. Visual examination of the balloon and pump did not identify any damage or abnormalities. Functional testing of the balloon found the pressure measured at 50.8 cmh2o which was lower than its specifications (61-70 cmh2o). The cuff was not returned; therefore, no device analysis was able to be conducted. Based on the information available and analysis results, it is probable that the condition of the balloon could have caused or contributed to the reported clinical observations. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the patient had originally been implanted with an artificial urinary sphincter (aus) device to treat urinary incontinence that began after having a radical prostatectomy. 15 days ago the patient presented with urinary incontinence with small efforts. He is now needing to use 2 to 3 pads per day. An ultrasound of the abdomen showed the balloon was empty. The balloon previously had 25ml of fluid and now has 7ml of fluid indicating there is a fluid leak from somewhere in the system.